Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) not communicating with the heartmate touch was confirmed. The system controller returned for analysis and did not communicate with the test system monitor, confirming the reported event. An integrated circuit (ic) chip responsible for communication on the controller¿s main printed circuit board (pcb) was found to be damaged. This chip was replaced, and communication was restored. Log files were downloaded at this time, and no notable events were observed in the log file, with the system controller functioning as intended for the duration of data reviewed while the driveline was connected. The system controller passed functional testing with the replacement chip and was able to support a mock circulatory loop for an extended period of time without issue or alarm. The root cause of the system controller not communicating with the system monitor was determined to be due to damage to an ic chip on the main pcb; however, the root cause of the power cable damage was unable to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device (vad) coordinator had attempted to connect the patient's system controller to both the power module and the heartmate touch (hmt). The vad coordinator stated that the hmt did not recognize that the system controller was connected to the patient cables. The hmt was rebooted, the hmt application was restarted, and the equipment was examined for external damage. No visual damage was found on the equipment. A new system controller was connected to the hmt, a new system controller was connected to the hmt, and the hmt recognized that the new system controller was connected. It was decided that the patient would have the original system controller exchanged.